Event description:
It was reported that after a case, the doctor noticed a burn mark left on the outside of the abdomen of the patient where the scope was laying. It was further reported that the customer stated that they did not have the device in standby mode.

Manufacturer narrative:
Additional information will be provided once investigation is completed.